Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection of cefepime one gram, nightly continuous, route not reported) for peritonitis. At the time of this report, the patient was hospitalized and antibiotic therapy was ongoing. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date the fluid was not clear. Twenty five days after event onset the patient passed away. The cause of death was reported as cardiac arrest, although it was not reported if an autopsy was performed. It was reported that the patient had not recovered from the event of peritonitis at the time of death. Therapy remained ongoing until the time of death; however, it was not reported if the patient was performing therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.